Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced insulin flow blocked alarm due to an occlusion issue, which led to hyperglycemia progressing to diabetic ketoacidosis (dka) event on (B)(6) 2026. The patient subsequently hospitalized in the emergency department and the patient was treated with insulin pump via multiple daily injections (mdi). No further information available.